Event description:
Patient underwent revision procedure to address pain.

Event description:
Update: (B)(6) 2013 - litigation papers received. Litigation alleges physical injury and elevated metal ion levels. There is no new additional information that would affect the investigation. The complaint was updated on: 11/18/2013.

Event description:
Update rec'd (B)(4) 2013 - medical records were received. Records indicate upon revision the metallosis was found in the hip along with fibrous ingrowth of the cup. Also noted was black corrosive material at the junction of the trunnion. The stem and sleeve are being added to the complaint. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.